Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product lot number is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that removal difficulty occurred with the stent delivery system. An 10.0-31 mm carotid wallstent was selected for use. After successful stent deployment, significant resistance was encountered when removing the delivery system. The device was forcibly withdrawn, and the procedure was completed. No patient complications were reported.